Event description:
It was reported that the lead was explanted and replaced due to a suspected lead malfunction. An electrical reset was observed on the competitor's device. It was noted that therapy was not delivered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 25.4-26.2cm from the connector pin consistent with lead friction to the device can. The silicone insulation at this location remained intact.